Manufacturer narrative:
Received 1 temp sensing extension cord. The reported issue was unconfirmed as the sample met its specifications. Per visual inspection, no obvious defects were noted on the sample. Per the dimensional assessment, the sample was found within specification. Per functional evaluation, the sample presented continuity. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "do not autoclave or sterilize the monitor cable by ethylene oxide. Wipe the monitor cable with a soft cloth using a solution of mild detergent and warm water or disinfectant. Dry thoroughly." (B)(4).

Event description:
It was reported that the indicated body temperature was incorrect. The facility began to use the cable on 12/1/2016.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the indicated body temperature was incorrect. Additional information has been requested and not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the indicated body temperature was incorrect. The facility began to use the cable on 12/1/2016.